Event description:
Olympus (omsi) was informed that the visera 4k ultra high-definition camea control unit had ¿e117¿, (restart the otv) error. The reported problem was found during installation. No patient involvement was reported.

Manufacturer narrative:
The subject device was returned to the olympus service center. The service inspection confirmed the reported issue, e117 error occurred and was isolated to a defective printed circuit board. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5, g2, and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, e117 occurred due to failure of the solid-state drive (ssd) . The cause of the faulty ssd could not be identified. Olympus will continue to monitor field performance for this device.